Manufacturer narrative:
The customer did not call the manufacturer directly, therefore, personal information or product information could not be obtained. It is not possible to determine the manufacturing date without the product information.

Event description:
A (B)(6) customer received a blood glucose reading on the contour next meter with the difference of 6 mmol/l, when compared with a different meter in the physician's office. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The product was not expected to be returned.